Manufacturer narrative:
Analysis of the device found no anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a device manufacturer representative regarding a pump that had not been used in a patient. It was reported they were unable to fill the reservoir. On the date of this report they were able to aspirate 37cc's of sterile water from the pump but when they went to aspirate the 3ml rinse, they would get air bubbles but could not aspirate back out the 3 mls. It was noted different size syringes and needles were tried but were not successful and the doctor did not feel comfortable utilizing the pump. No patient symptoms were reported. The device was not used within the patient. The pump was opened and would not aspirate. It was further reported that the representative was not sure what the cause was. The only thing the representative could think of was that extra air got into the pump through a bad needle/syringe connection. However, the representative acknowledged that they tried different size syringes on the 22 gauge needle with no luck. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.